Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. Unit also alarmed power loss, low battery and replace battery now alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an issue with the insulin pump¿s battery life. The alarm history was reviewed and it was noted that they had replace battery and insert battery alarms. Troubleshooting was performed. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose level was 156 mg/dl. The customer stated the insulin pump was not dropped. This was the second occurrence of a replace battery now without a low battery warning. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.